Event description:
The customer reported the system would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video connector to the image processing computer.